Event description:
Add'l info has been submitted by the reporting ophthalmologist. The original intraocular lens (5.5 mm) was removed and a 7.0 mm lens implanted. Reported symptoms resolved following the lens exchange.